Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after connecting the intra-aortic balloon (iab) and initiating therapy, sub-optimal diastolic augmentation was noted and a leak in iab circuit alarm was generated. The iab was removed and a new one was inserted to continue therapy without further issue. There was no patient harm or adverse event repoted.

Manufacturer narrative:
Event site telephone: (B)(6). Device evaluation: the product was returned with the membrane completely unfolded with no traces of blood. A kink was observed on the catheter tubing approximately 75.9cm from the iab tip. A kink was observed on the inner lumen approximately 21.0cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).